Event description:
It was reported that the user observed the ilet display indicating the ¿fill cannula¿ step after a full supply change had already been completed, then the indication cleared on its own and normal operation resumed. Symptoms included no adverse clinical effects. Outcomes included no injury, no hospitalization, and no alert or alarm. Investigation included troubleshooting and user education conducted by customer care. Investigation of this case revealed no reproducible malfunction and suggested a transient user interface or workflow inconsistency without device component failure. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to an intermittent, non-reproducible event.